Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, current, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having low blood glucose of 44 mg/dl and high blood glucose of 600 mg/dl. Customer reported that healthcare professional ruled out lifestyle of diet as causes for blood glucose readings and requested for insulin pump to be replaced. Customer declined troubleshooting for high and low blood glucose.